Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: (B)(4) competitor implantable cardioverter-defibrillator. (B)(4).

Event description:
It was reported that approximately three weeks post-implant, the physician opted to change-out the right ventricular (rv) lead. It was also reported that the physician believed the lead had been compromised as it was inadvertently nicked with a needle. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. It was noted that the overlay tubing of the lead was observed to have blood ingression, and visual analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.